Event description:
It was reported that the patient experienced a shocking or jolting sensation with a loss of therapeutic effect. The patient denied any falls or trauma. There were impedances greater than 4,000 ohms on all of the unipolar and bipolar pairs (ran at 1.0 v, 210 microseconds). When the test was re-run at 3.0 volts and 330 microseconds, all the impedances were within normal limits. It was stated that the patient¿s symptoms were getting worse. The patient was getting up almost every hour to the bathroom. The patient¿s symptoms were reportedly better before replacement. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v956823, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# v956823, implanted: (B)(6) 2012, explanted: (b)64 ) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the lead on the right was removed and the lead on the left was replaced. The amplitude was increased. It was stated the patient was doing very well and there were no further issues. It was unclear was the sequence of the events was. Additional review indicated that during threshold testing, multiple electrode combinations and the associated sensations were documented. Majority of the electrode combinations tested resulted in the patient feeling stimulation in the vaginal or rectum area. One electrode combination resulted in feeling stimulation towards the upper back. Per manufacturer's device registry system, both the lead and implantable neurostimulator were removed and replaced with a new system on (B)(6) 2013.